Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. However, the cause of this event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle eight. The patient's ultrafiltration reading was 1134ml, indicating the home patient (hp) drained 1134ml more than their maximum programmed fill volume of 1200ml. No additional information is available.